Event description:
It was reported that during an oral procedure, the patient received a second degree burn to the left side of the lip and cheek. The area was irrigated with saline and a cooling ointment was applied. The patient was seen post-op and the burn is healing.

Manufacturer narrative:
The handpiece and attachment were sent back to the manufacturer for investigation.